Manufacturer narrative:
The reported complaint condition was confirmed. A leak was found between the clear housing and the yellow handle diverter of the stopcock. The stopcock is obtained from an outside supplier, who was notified and issued a scar to address the issue. The device history records for the applicable lot of product was reviewed and the inspection report showed that none of the devices were found rejected and no specific manufacturing yield issues were reported similar to this complaint condition. There are no devices of this lot remaining in inventory for evaluation.

Event description:
The hospital perfusionist reported an issue encountered with the mps delivery set during use. The report stated that prior to going on pump (bypass on heart/lung machine) she observed the yellow arrest-agent stopcock had a very slow leak. The report stated this was found while the perfusionist was administering cardioplegia and also while the unit was not delivering cardioplegia (that is, it was a continuous leak). The leaked fluid was potassium only with the estimated volume lost was 5 mls. There were no patient complications reported as a result of the alleged issue. The delivery set was returned to the manufacturer for evaluation.